Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. Customer states that idrive and purple60 were prepared for the second fire and the surgeon attempted to fire the device; however, the device did not fire at all. New one was opened to correct the problem. Gender: not available. Age and weight: not available. Last patient's status: not available. Operating time not extended. Additional information requested via email.